Event description:
On 07/12/2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive. It was also reported that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the keypad buttons responded appropriately. The keypad cover was removed and no internal defects were found with the key contacts. Evidence of moisture was observed under the display. Unrelated to the initial complaint, the battery compartment was cracked and there was a crack in the pump¿s casing near the lower right corner of the display. The pump failed a leak test. The pump cover was opened and moisture was found throughout the pump. Moisture corrosion was observed on the transceiver board and on the display board near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.